Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation surgery with 375cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture, itchiness, fatigue, and brain fog. After consulting with a medical professional, the patient underwent removal and replacement with unspecified non-mentor implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-11630 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2022, mentor received the device for evaluation. On october 16, 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer's reference number: (B)(4).